Manufacturer narrative:
No device malfunctions were identified; the ilet functioned within specification. Insulin delivery and suspension occurred as expected in response to cgm values and meal announcements. Predictive and threshold-based hypoglycemia alarms were appropriately triggered but not acknowledged. Despite automatic suspension of insulin delivery in response to falling glucose levels, sustained hypoglycemia (cgm <54mg/dl) was observed beginning at approximately 00:19 on (B)(6) 2025. A cgm sensor issue was subsequently reported, followed by sensor failure and loss of glucose data. Based on all available information, the ilet system operated as intended. There is no evidence to suggest that the ilet caused or contributed to the user's death. The documented cause of death was hypertensive and atherosclerotic coronary heart disease.

Event description:
On 14-apr-2025, beta bionics was contacted by (B)(6) regarding the death of a 56-year-old male who had been using the ilet. The medical examiner requested device evaluation, as the user was wearing the device at the time of passing. The ilet was subsequently returned to beta bionics for investigation.

Manufacturer narrative:
This supplemental report is being submitted to document the user's voluntary medwatch submission related to the previously reported event. The information contained in the voluntary submission is consistent with the originally submitted MDR.